Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and performed the leak test on the iabp cart and console and was unable to reproduce the reported issue. The unit passed all performance and functional tests to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported by customer that during a routine check, the cardiosave intra-aortic balloon pump (iabp) helium leak tank was leaking. There was no patient involvement thus, no adverse event was reported.